Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was dented, broken and contaminated, the lower case was broken and contaminated, the battery release and battery drawer were contaminated, the bail covers broken, the lead flex cover was corroded, the battery contacts compressed, the keyboard scratched and the main printed circuit board was out of specification (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that one capacitor failed in-circuit. When a battery removal test was performed the device failed. After replacing a capacitor the battery removal test passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.